Manufacturer narrative:
Citation: chieffo, a. Md. Impact of mixed aortic valve stenosis on varc-2 outcomes and postprocedural aortic regurgitation in patients undergoing transcatheter aortic valve implantation. Catheterization and cardiovascular interventions (2015) 86:875¿885 doi 10.1002/ccd.25975 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the impact of mixed aortic valve stenosis on outcomes and aortic regurgitation after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a multi-center, multi-country registry between 2005 and 2011. The study population included 1,062 patients, which were implanted with either a corevalve or a non- medtronic balloon expandable transcatheter bioprosthetic aortic valve. The study population was predominantly male; mean age 81 ± 7.1 years. Serial numbers were not provided. Among all patients adverse events included: coronary obstruction, myocardial infarction (mi), transient ischemic attack (tia), cerebral vascular accident (cva), vascular complications, blood loss, electrocardiogram (ECG) changes with permanent pacemaker implant, valve-in-valve implant and mild to severe paravalvular leak (pvl). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.